Manufacturer narrative:
The product was returned with the membrane completely unfolded with no traces of blood on the exterior of the catheter. An inner lumen/catheter tubing kink was observed at approximately 76.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The evaluation determined that there was a kink in the catheter tubing causing the reported problem. It is difficult to determine when or how the kink occurred. Although we did not repeat the event in the laboratory setting, kinks in the catheter can cause difficulty during guidewire insertion. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Event description:
It was reported that during insertion of the guidewire into the intra-aortic balloon (iab), there was resistance and the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during insertion of the guidewire into the intra-aortic balloon (iab), there was resistance and the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during insertion of the guidewire into the intra-aortic balloon (iab), there was resistance and the balloon kinked. The balloon was replaced to start therapy. There was no reported injury to the patient.